Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead exhibited high pacing impedance and failure to capture. Insulation damaged was suspected. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were confirmed and while the reported event of insulation damage was not confirmed. As received, a complete lead was returned in one-piece for analysis. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. The cause of the reported events of high pacing impedance and failure to capture were isolated to the broken and over torqued inner coil. No other anomalies were identified.